Event description:
It was reported that atrial lead noise was present on the cardiac resynchronization therapy defibrillator (crt-d) system. The noise resulted in storage of inappropriate episodes of atrial tachy response and was reproducible with provocative maneuvers. No pacing inhibition was noted. It was planned to review the situation at the patient's next follow-up. The crt-d and atrial lead (non-boston scientific product) remain in service and no adverse patient effects were reported.